Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo evaluation summary: upon visual inspection of two photos, the following was observed: the two attached file show four photos each and the two files shows the same images. All the photos show tissue and ooze is noted. No firing issues or incomplete donuts could be observed. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? Can you please clarify if there were any changes in the post-operative care of the patient due to the additional length of colon dissected in order to perform another anastomosis which was a side-to-side anastomosis? If yes, please provide further detail of the patient consequences. What is the current status of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after firing the ecs33a to create an end-to-side anastomosis during a transverse colectomy, it was noticed that the ¿donuts¿ or tissue specimens from the firing of the manual circular stapler were of poor quality, in particular, it was difficult to find an opening in the donut specimens. After using a colonoscope to inspect the lumen of the anastomosis, it was discovered that the anastomosis was blocked. Subsequently more length of the colon had to be dissected in order to perform another anastomosis which was a side-to-side anastomosis. It is unknown if there were any adverse patient consequences.

Manufacturer narrative:
(B)(4). Batch # p5628x. Device evaluation summary: the analysis results found that the ecs33a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.